Event description:
Patient care specialist dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact, patient care specialist did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).